Manufacturer narrative:
Follow up information received on 24-oct-2016: no further information could be obtained despite follow up attempts. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted for permanent contraception. Around two years later, one coil migrated in the tube and coiled upon itself and the other had migrated into the muscular part of the top of the uterus. Both tubes and part of top part of uterus (chunk) were removed through laparoscopic surgery. Overall, she was okay. She was recovering from laparoscopic surgery. Device embedded and dislocation events are anticipated in the reference safety information for essure. During essure therapy, there is a risk that essure inserts move out of fallopian tube. Although the mechanism and onset date are unknown, given the nature of these events, the causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 13-jul-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for permanent contraception. In (B)(6) 2016, she had extreme pelvic pain and the coils had migrated. One coil migrated in the tube and coiled upon itself. The other had migrated into the muscular part of the top of the uterus. On (B)(6) 2016, both tubes and part of top part of uterus were removed through laparoscopic surgery. Overall, she was okay. She was recovering from laparoscopic surgery. Follow-up received on 27-jul-2016 follow-up received from consumer via maude (mw5063457). It was reported that essure was inserted on (B)(6) 2014. She stated that on coil migrated to her fallopian tube and coiled itself. The other coil bored into her muscular part of her uterus. Her tubes and a chunck of her uterus were removed laparoscopically. Hospitalization was reported but not assigned to one of the events. Quality-safety evaluation of product technical complaint (ptc) received on 05-aug-2016: ptc global number (B)(4). Per complaint as reported, the description relates more to device shape alteration specifically in the implant it coiled itself. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device damage. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted for permanent contraception. Around two years later, one coil migrated in the tube and coiled upon itself and the other had migrated into the muscular part of the top of the uterus. Both tubes and part of top part of uterus (chunk) were removed through laparoscopic surgery. Overall, she was okay. She was recovering from laparoscopic surgery. Device embedded and dislocation events are listed in the reference safety information for essure. During essure therapy, there is a risk that essure inserts move out of fallopian tube. Although the mechanism and onset date are unknown, given the nature of these events, the causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A product quality defect could not be confirmed but is considered plausible. Further information has been requested.